Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) had a fiber optic sensor failure occurred during troubleshooting. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: g1 (contact person ¿ mfg site), h6 (type of investigation, investigation conclusions), h11 corrected field: e3. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4).